Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an interventional procedure performed in 2002. A closure device was not used following a left heart catheterization performed on 08/21/2002. The patient was reported to present to the emergency room on 09/02/2002 with complaints of fever and groin pain. The patient was given an IV antibiotic and discharged home. The patient returned to the hospital the following day and was admitted with a hematoma and sepsis. The patient was reported to have an incision and drainage surgery in 09/2002. Although requested, no further information has come available.